Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician attempted common femoral arteriotomy closure after an interventional procedure. Reportedly the clip did not deploy but remained on the delivery system. Hemostasis was achieved with manual compression and a femstop device. There was no adverse pt sequela. Though requested no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.